Event description:
The customer reported that the audio alarm tone was low. The nellcor puritan bennett customer support engineer verified the low alarm, inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.